Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed "active exhalation verification" during testing. The device's proportional valve was replaced to address the issue. Additionally, not related to the issue, the vanity cover assembly was replaced due to the sticker around the power button is missing.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed "active exhalation verification" during testing. The device's proportional valve was replaced to address the issue. Additionally, not related to the issue, the vanity cover assembly was replaced due to the sticker around the power button is missing. The device was evaluated by the manufacturer's product investigation laboratory (pil) and found the device functioned as designed and operated without issue or error codes.